Event description:
Medical safety reported complaint from literature that was reviewed for post market surveillance reporting. Literature article: a comparative effectiveness study of patient-rated and radiographic outcome after 2 types of decompression with fusion for spondylotic myelopathy: anterior cervical discectomy versus corpectomy (burkhardt, j.k.) Publication date: july 2013. This was a comparative effectiveness study analyzing the patient-rated outcomes and radiographic outcomes of patients who had undergone acdf or accf for the treatment of cervical spondylotic myelopathy. N=1: bleeding outside spinal canal.

Manufacturer narrative:
No follow up report is anticipated as the product has not been returned. The source of the report is the following literature source: a comparative effectiveness study of patient-rated and radiographic outcome after 2 types of decompression with fusion for spondylotic myelopathy: anterior cervical discectomy versus corpectomy (burkhardt, j.k.) Publication date: july 2013 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.